Event description:
Additional: symptom disappeared in about 2 months.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6, and h8.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected in temple with 1cc juvederm vista volbella xc and in nasolabial fold with 1cc juvederm vista volift xc and injection site began to "swell from the evening of the same day." Treatment included administration of psl and anti-allergic agent. Gradually spreading, the entire face was swollen, centered around the injection site. Symptom information not provided. This record relates to juvederm vista volift xc. This is the same event and the same patient reported under patient identifier (B)(6). (Emdr-90783). This emdr is being submitted for juvederm vista volift xc.